Event description:
Endo aortic graft dropped into aneurysm sac during delivery system withdrawal. Immediate conversion to an open aortic aneurysm repair was performed. The pt may have sustained pelvic vascular embolization as a result of deployment failure. The pt developed kidney failure and progressive sepsis. Mechanical device failure was not observed.